Event description:
It was reported that a visions pv .014p rx catheter was used in a severely calcified distal at artery. During pullback, the catheter got stuck in the artery and the distal tip separated. The separated portion was jailed to the vessel wall with a stent. A new catheter was used to complete the procedure. This adverse event and product problem is being submitted due to the tip separation requiring intervention, but retained in patient.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. . The visions pv .014p rx catheter was discarded, thus no returned product investigation was performed. Based on the complaint details, the catheter got stuck in the artery, which may have caused or contributed to the tip separation. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.